Event description:
During a pta procedure, the 8x60mm smart control stent jumped approximately 1cm distally during the stent deployment. The target lesion was the right common iliac artery which was moderately calcified, and moderately tortuous. The lesion was 95% occluded. No anomalies were noted when the device was taken out of the package. The device was not resterilized. The device stored, handled and prepped following IFU instructions. An ipsilateral approach was chosen for the procedure. An 8 x 60mm 80cm smart control (complaint product) was delivered to the target lesion and the stent was released, but the stent jumped approximately 1cm distally during the stent deployment and so the proximal lesion of the common iliac artery could not be covered. The locking pin was removed before attempting to deploy the smart control stent. It was not indicated whether or not the sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The tantalum markers (smart control) were observed to open symmetrically. The physician did not attempt to recapture the stent. An additional stent (smart control (B)(4)) was placed proximally to the 1st smart control stent and the entire lesion was fully covered. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis.

Manufacturer narrative:
While deploying a smart control stent in a moderately calcified, moderately tortuous and 95% occluded right common iliac artery the stent jumped approximately 1cm distally. No anomalies were noted when the device was taken out of the package. The device was stored, handled and prepped following IFU instructions. An ipsilateral approach was chosen for the procedure. The sds was delivered to the target lesion and the stent was released, but the stent jumped approximately 1cm distally during the stent deployment leaving the proximal lesion uncovered. The locking pin was removed before attempting to deploy the smart control stent. It was not indicated whether or not the sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The tantalum markers were observed to open symmetrically. The physician did not attempt to recapture the stent. An additional smart control stent was placed proximally to the first and the entire lesion was fully covered. The procedure was finished successfully and there was no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The date the product was implanted on (B)(6) 2013 was added/corrected in the file after further review.

Manufacturer narrative:
The previously reported product issue was changed/corrected from a reportable malfunction to a serious injury. No further changes were made/no further impact to the file.